Manufacturer narrative:
The insulin pump was returned but was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. A test was done on the reservoir and it does not lock properly inside the reservoir tube due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. It was reported the transparent circular plastic in the reservoir attachment part has broken. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.